Event description:
It was reported that the device battery experienced early battery depletion and was at early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was no pacing, the device battery experienced early battery depletion and was at early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device indicates that eri (elective replacement indicator) was recorded on (B)(6) 2010 approximately 49 months after implant. Analysis of the returned device was inconclusive as the cause for the battery depletion was not discovered. A period of rapid battery depletion was identified in the battery curve, but no current drain issue could be confirmed during analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device indicates that eri (elective replacement indicator) was recorded on (B)(6) 2010 approximately 49 months after implant. Analysis of the device is in process; the results will be forwarded when available. Correction: changed adverse event to 'yes' and changed date of death field to 'not applicable'.

Event description:
Asku